Event description:
It was reported to philips that after powering the system on, the monitors were not working. The customer used another system to complete the procedure. The system was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.